Manufacturer narrative:
The subject device is not available for a technical analysis. A review of the device history record will be performed by the manufacturer and a supplemental report will be submitted at this time.

Event description:
Boston scientific neurovascular became aware that during a procedure when the subject device was advanced into the lesion with a turbo tracker-18 microcatheter, it did not fit the size of the aneurysm. On removal from the microcatheter it got detached. No complications with the patient were reported to have occurred as a result of this event. The subject device was disposed of at the hospital.